Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis at the time, there was noise in the optical channel measurements that resulted in mismatch between the sensor readings and fingerstick measurements. The root cause of the noise in the optical channel could not be confirmed and the RMA was authorized to bring back the sensor (B)(6). The RMA was not received and therefore no further investigation could be performed at this time.the RMA was for return only, since the sensor was close to its end of life (day 82). User already had a new insertion scheduled. D2 product code updated to qhj. H3.device evaluated by manufacturer?no,not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.